Event description:
Patient representative reported against right device "multiple significant device deformations, multiple tears on the device surface discovered during explant surgery, capsular contracture (baker grade unknown) and depression". Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture